Event description:
It was reported that the pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to plug the pump into a different wall outlet and to leave the wall adapter in a working outlet for at least 30 minutes to see if the pump would begin charging, with a follow-up planned by technical support.